Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0s4nk, implanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that a patient was having pain. Stimulation was turned down to 0 volts and the patient said it still felt like it was on. The patient¿s stimulation was down to 0 volts and was off, but it still felt like it was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.